Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Incorrect technique/procedure (user related; ballooning likely caused partial stent graft coverage of the renal artery). Conclusion: operational context contributed to event (user related; ballooning likely caused partial stent graft coverage of the renal artery).

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physician deployed the stent graft accurately; however, there was no flow to partial flow in the right renal artery. The physician attempted to stent the right renal for 2 hours, unsuccessfully. The physician decided to let it be and not treat the patient, the patient will be monitored by the physician. The physician believes when he ballooned with the reliant balloon the stent graft may have moved up. The physician was able to get a 5french catheter into the renal artery but was unable to treat the renal. The physician will monitor the patient. No clinical sequelae were reported.